Event description:
Dr reported that "while performing a mandibular block on right side filling #32 needle broke at hub". All needle fragments were removed within an hour after the incident by an oral surgeon.